Manufacturer narrative:
Testing and investigation visually confirmed the customer complaint and found the ac power cord was frayed near the plug and there was damage to the wire strands. The probable cause for the cord frayed near the plug and damage to the wire strands was that the plug was being removed from the socket by pulling the power cord rather than the plug itself.

Event description:
The customer reported that there was sparks at the plug and smoke. There were no reports of adverse patient events, medical interventions or delays in critical therapies, while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device has not been received. Investigation is not complete.

Event description:
The customer reported that there was sparks at the plug and smoke. There were no reports of adverse patient events, medical interventions or delays in critical therapies, while the device was in clinical use. No additional information was provided.